Manufacturer narrative:
A ge service representative performed an on site investigation. The conformity for dose measurement and spatial resolution were restored. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the systems' x-ray beam exceeded the visible area. No reports of patient or staff injury.